Manufacturer narrative:
Other, other text: additional information was received that this has been an ongoing issue with all sizes of portex et tubes when removing the blue part when cutting down the tube after intubation. "It is very difficult to remove and this hasn't been an issue before." No samples will be returned for analysis.

Event description:
Information was received indicating that the blue end on a smiths medical portex bivona tracheostomy tube was found to be difficult when attempting to cut down the size. It was reported that this occurred following intubation. There were no reported adverse patient effects.